Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented in clinic for a follow up, the device could not be upgraded due to insufficient battery remaining. Oversensing issue was also observed due to incorrect programming, t-waves double counting and incorrectly labeled tachycardia episodes were noted due to clipped r waves and large t-waves. Programming changes were made. The patient was stable.